Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: *update* the system failure reported was that the sdc continued trying to reboot in a cycle. There was image loss on the primary monitor for an unknown amount of time. Cib, manuel, surgery, system failure during case twice, po biodad1165674 the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be capture card failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.